Event description:
We received a complaint from our customer stating they recently (august 2020) heard from multiple customers stating the safety device will not release leaving the needle exposed. They are not sure how many of these needles were defective because some staff members did not report it, however, about 10 on the initial date of incident. There were no injuries, but we pulled the needles from production to prevent any, as well. Staff could not pinch the safety device or retract the needle. The safety would not disengage, the needles had to be removed without pulling them back into the safety sheath. Exact date of occurrence is unknown. Actual used samples were discarded.

Event description:
We received a complaint from our customer stating they recently ( (B)(6) 2020) heard from multiple customers stating the safety device will not release leaving the needle exposed. They are not sure how many of these needles were defective because some staff members did not report it, however, about 10 on the initial date of incident. There were no injuries, but we pulled the needles from production to prevent any, as well. Staff could not pinch the safety device or retract the needle. The safety would not disengage, the needles had to be removed without pulling them back into the safety sheath. Exact date of occurrence is unknown. Actual used samples were discarded.